Event description:
It was reported to philips that the heartstart xl monitor / defibrillator failed to deliver shock to a patient with ventricular fibrillation, when the device was in semi-automated external defibrillator (AED) mode. We are considering this as a serious injury as the event occurred while the device was in use on a patient in cardiac arrest. The hospital's biomedical engineer evaluated the device and was unable to duplicate the symptom. Electrocardiogram (ECG) rhythm strips and case event file were provided for review. A physician reported via a user facility report (B)(4) that a patient of unknown age, gender, and weight was admitted to a hospital on an unknown date with the admitting diagnosis not reported. No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. While admitted, on (B)(6) 2019, the patient was admitted to the hospital¿s catheterization laboratory and experienced an event of ventricular tachycardia that developed into ventricular fibrillation. During the event, hospital staff connected the patient to the heartstart xl via defibrillator pads; brand, model, lot number, and expiration date not reported, placed the device into the semi-automated external defibrillator (AED) mode, and were not able to deliver energy to the patient. The hospital staff then turned the device off and back on into manual mode, charged the device with 200 joules (j) of energy, and delivered shock to the patient. Subsequent shocks; number and amount of energy not reported, were delivered to the patient by the cardiologist. Then device again stopped working, but the cardiologist managed to deliver additional shocks; number and amount of energy not reported. The reporter stated there was no apparent harm to the patient. No relevant laboratory data was reported. Review of the provided case event file and ECG rhythm strips showed that the device was switched into AED mode two times during the event; once at 04:55 et and again at 05:59 et. In both of these instances, the users charged the device in manual mode with 200 j of energy, then switched the device into AED mode, a disarmed message was generated, and then the users turned the device off. The "defib disarmed" message occurs when the defibrillator is disarmed and no energy is available, due to the device mode being changed from manual to AED mode while the defibrillator was charged (heartstart xl m4735a service manual, publication number m4735-90900, edition 6, april 2007, page 3-16). Throughout the event, the patient had heart rhythms consistent with ventricular tachycardia and ventricular fibrillation, which staff members in the hospital¿s catheterization laboratory successfully delivered 10 shocks in manual mode at 200 j of energy each time. Post-delivery of shock 10, the last shock, the patient had a heart rhythm consistent with a regular narrow qrs complex. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. The device was behaving as intended when the users charged the device in manual mode and then disarmed the device manually when they turned the therapy knob to AED mode, generating a "defib disarmed" message. The "defib disarmed" message is an expected device behavior when a charged device is disarmed. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart xl monitor / defibrillator failed to deliver shock to a patient with ventricular fibrillation, when the device was in semi-automated external defibrillator (AED) mode. We are considering this as a serious injury as the event occurred while the device was in use on a patient in cardiac arrest. Additional details have been requested.